Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment using a prismaflex control unit and a prismaflex set, the arterial line of the prismaflex set disconnected from the femoral catheter resulting in air entering the set. The patient reportedly passed away. The cause of death was not reported and it was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
Additional information: b1, b5, h1, h6 and h10. B5: it was confirmed that the y connection of the set was kept for connection and that the disconnections were made between the y and the access line. The blood was returned to the patient using the hand-crank resulting to air embolism and death. The device was not returned and the serial number is unknown. Therefore, a device analysis could not be completed. Event history logs from six prismaflex machines at the facility were provided but did not match with the event description. The customer connected the priming accessory (y connector) between the patient catheter and the luer lock of the access line. This type of connection is a user error and an off-label use. The access line of the set must be directly connected to the patient catheter (i.e. Without any device between the access line and the catheter) via the male luer connector of the access line. The use of additional devices, such as three-way valves, stopcocks, or extension lines, may impair pressure monitoring. The prismaflex operator¿s manual states: ¿warning: during priming and operation, observe the system closely for leakage at joints and connections within the set. Leakage can cause blood loss or air embolism. If leakage cannot be stopped by tightening the connections, replace the set.¿ the instruction for use for the prismaflex set has a caution: "the prismaflex control unit may not be able to detect disconnections of the set from the patient¿s catheter. Carefully observe the set and all operations while using the prismaflex system for a patient treatment". Based on additional information received, the prismaflex was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.